Manufacturer narrative:
(B)(4) does not apply to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient has an appointment with their physician on (B)(6) 2019 to determine the reason for the ins slipping in the patient¿s pocket. The rep stated that the patient was reprogrammed with conventional therapy to provide distracting paresthesia and provide for a longer run time between charges. The rep added that the pressure from charging was aggravating the patient¿s pain. They noted that the device remains implanted and in use. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that their implantable neurostimulator (ins) had slipped in their pocket and is now very uncomfortable. The rep added that they were able to reprogram the patient using conventional low-density therapy. The rep mapped the patient¿s pain area; no impedances were noted. The patient as an appointment with their healthcare provider the week following the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. The hcp stated that the patient had a revision done 2 weeks ago because their device moved in their body. The hcp had no further details. No further complications were reported or anticipated.